Manufacturer narrative:
Technician replaced both head end brake casters, the tube assembly and the foot end pedal to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the brake casters do not hold. No pt impact.